Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the insert trial confirms the device fractured into two pieces. Both pieces were returned for evaluation. Also there are several burrs/gouges in the plastic. The device was manufactured in 2013. The insert trail exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the poly trial snapped in half. It broke inside the patient, nothing was left in the incision, all pieces were recovered. S and n back up device was available. No delay or injury reported.